Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The reported problem was not identified during the event history log review. Functional tests and a visual inspection were performed. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be the lead acid battery. The lead acid battery was replaced. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device would restart therapy upon losing power for two to three minutes following an environmental power outage. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.